Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reloaded a cartridge and resumed insulin delivery.